Manufacturer narrative:
H6, medical device problem code: corrected.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the devices could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the article reported the ¿primary mode of failure was breakage at fracture site through adjacent screw holes and loosening of the screws. However, the mode of failure wasn¿t observed until a minimum of six months post definitive fixation and the plate breakage post symptomatic screw removal was after the patient had achieved radiological bony union and was asymptomatic, and thus declined further intervention. The imaging provided within the article has been interpreted within the text and appears to show the fractured screws and fractured medial plate which is congruent with the study; therefore, no further analysis of the imaging is required. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. The patient impact included the mechanical loosening/breakage of the screws, revision surgery for hardware removal, followed by medial plate fracture which was asymptomatic in the setting of ¿achieved bony union¿/¿acceptable alignment¿. Reportedly, the patient declined further intervention. A review of the instructions for use documents for plating systems revealed in precautions that postoperative instructions to patients and appropriate nursing care are critical. Early load bearing substantially increases implant loading and increases the risk of breaking the device. Early load bearing should only be considered where there are stable fractures with good bone-to-bone contact. The devices' specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management files, prior actions and product prints could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, postoperative care, patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H11. Corrected information in h6 (health effect - clinical code, health effect - impact code, type of investigation & investigation findings).

Manufacturer narrative:
Internal complaint reference case (B)(4). This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. Doi: 10.1016/j.injury.2019.07.023.

Event description:
It was reported that on literature review "early clinical and radiographic outcomes of a mini-fragment, low profile plating system in tibial plafond fractures", was found in 1 patient that after tibial plafond fracture treatment procedure, 3 screws and a medial plate were broken. The events were resolved with a revision surgery for hardware removal. Patient outcome is unknown. No further information is available.